Manufacturer narrative:
PMA/510k : 20dec2019; date of report : 23dec2019. The device was not returned for evaluation. Philips received additional information stating that the configuration of respiratory frequency was not the right configuration set by the user. The philips product support engineer advised the customer to choose the correct configuration to correct the issue. The customer has resolved the issue. Based on the information provided, the reported issue does not meet the reportability criteria. This is a user induced malfunction. There was no patient harm or injury as a result of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported that the unit was in full ventilation but did not have the respiratory rate. The customer also reported there was no apnea alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.